Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that whilst implanting a cannulated screw, the tip of approximately 5 mm from a 1.6 mm k wire broke-off in the patient's bone. The surgeon assessed the situation and decided that it would be in the patient's best interest to leave the tip in the bone as it would cause more damage to remove the fragment. Performed surgery was a triple ankle fusion. The surgery was completed with the same device anyway.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. Complaint confirmed. One of the two guide wires was received with the trocar tip missing. During testing, the device passed material specification. Complainant's event typically caused by prying/leveraging during use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that whilst implanting a cannulated screw, the tip of approximately 5mm from a 1.6mm k wire broke-off in the patient's bone. The surgeon assessed the situation and decided that it would be in the patient's best interest to leave the tip in the bone as it would cause more damage to remove the fragment. Performed surgery was a triple ankle fusion. The surgery was completed with the same device anyway.